Manufacturer narrative:
(B)(4). According to the complainant, the suspect device was discarded as it was contaminated and will not be returned for analysis. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cold snare would not open inside the patient after several attempts. Then the team withdrew the cold snare and "forced" it open, and that is when the snare loop broke. It did not break inside the patient. The defected cold snare was discarded and then the procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.